Event description:
Subsequent to the initial medwatch report, the following information was received: when the artery spasm and the skin line dimpled, the device pulled out from the vessel losing vessel access. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loss of arterial access was not confirmed. Analysis of the device indicated the leaves of the garage tube were bent and carved into the exchange sheath and nylon flex-guide shaft. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, when the clip was deployed, the common femoral artery spasmed and the skin line dimpled. When the device was removed, bleeding continued and the clip was observed deployed on the distal end of the device. Manual arterial compression was appied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.